Event description:
It was reported that when the unit was connected to a saline bag, saline leaked from the connection between the motor and the tube. It was further reported that the unit could not be used and a spare unit was used instead. The procedure was completed without any problems nor delay.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.